Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Additionally, multiple cartridges did not fit onto the pump. Customer's blood glucose level was 287mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge not fitting issue was verified. Additionally the alleged cartridge change error issue was verified in the pump logs, however, no failure was identified.